Event description:
Procedure type: esophagectomy. According to the reporter: on postoperative day 7 a leak was discovered. The patient was brought back to the operating room and corrected with suture.

Manufacturer narrative:
(B)(4).